Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guidewire was crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was first inflated at 14 atmospheres, however, during second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. Microscopic examination revealed that the inner shaft was buckled. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure 14atm. The device maintained pressure for 5 minutes with no leaks or irregularities.

Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guidewire was crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was first inflated at 14 atmospheres, however, during second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.